Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a knife had no cut during cataract surgery. An alternate knife had to be obtained in order to perform the procedure. There was no harm to the patient. Additional information has been requested.